Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014. Patient underwent surgery to repair a hiatal hernia. Patient went back on ppi for a "small amount of recurrent heartburn". Device explant due to ongoing gerd occurred on (B)(6) 2018. A fundoplication was performed at the time of removal. The patient stayed overnight after device removal. Device was found in the correct position/geometry. It was noted that the "patient had a lot of scar tissue due to previous surgeries. The capsule around the linx was thick and coated each bead individually." An interoperative egd (esophagogastroduodenoscopy was performed showing a "normal esophagus" post-linx removal.